Event description:
Healthcare professional reported "capsular contracture baker grade IV" confirmed via biopsy and MRI, "capsular fibrosis with giant cell granuloma type foreign body versus silicone" confirmed via biopsy. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, capsular fibrosis with giant cell granuloma the reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Cont e1 phone number: (B)(6).